Manufacturer narrative:
The field service representative checked all the probe adjustments, the sipper probe adjustments, and the bead mixer adjustments and performed adjustments as needed. He replaced the pinch tubings and ran performance testing. He found the photomultiplier voltage was low so he adjusted it. He ran performance testing and. Calibration and qc which passed. Follow up with the customer confirm there were no further issues after the service visit. A specific root cause could not be determined. Typical causes for this type of event include issue where unspecific signals are received that are not caused by the analyte such as interference, signals by electronic sources, or an instrument malfunction.

Manufacturer narrative:
The assay involved was actually troponin t hs. The first result was 60.56 pg/ml with a data flag. A second sample from the patient was drawn and the result was 3.69 pg/ml and 3.67 pg/ml. The first sample was repeated with results of 3.76 pg/ml. Another tube from the same drawn was tested and the result was 3.41 pg/ml. The reported result was amended to <5 pg/ml. The treatment of the patient was delayed while waiting for the repeat testing. There was no adverse event. On (B)(6) 2016, the first sample was repeated and the results were 5.41pg/ml and 4.84 pg/ml. The reagent lot number was 138684.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high troponin t results for an unknown number of patient samples. No specific patient data was provided. The erroneous results were reported to the clinicians. No patient was adversely affected. The reagent lot number and expiration date were requested but were not provided.